Manufacturer narrative:
This medwatch report is related to manufacturer report number 1820334-2017-01886. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The device was used for endovascular therapy. The target lesion was the right superficial femoral artery (sfa); the approach was antegrade through the right common femoral artery. The lesion was described as a chronic total occlusion. The right sfa lesion was pre-dilated with a 0.014 inch balloon to place ptx stent(s). The pta5-35-80-5-2.0 balloon ruptured at 18 atm (atmospheres) after replacing a ruptured pta5-35-80-5-4.0 balloon. This balloon was replaced with another pta5-35-80-5-2.0 balloon that also ruptured. However, the procedure was successfully completed with the pta5-35-80-5-2.0 since the stent was sufficiently post-dilated. There were no reported adverse effects to the patient.